Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted h6 coding section. Component code is g04063 handpiece and investigation finding is c0706 stress. The emdr was not late.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno fiberscope exhibited the venting connector under grip had corrosion. There was no patient involvement.